Event description:
It was reported that during the implant procedure, the atrial lead displayed high, out of range impedance. The lead was repositioned multiple times to no effect. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.